Event description:
It was reported that the attachment device had a "bent tip". The reporter confirmed that the event was discovered during surgery, however, the type of surgery was unknown. In addition, there was a two to three minute delay in surgery; no injuries or medical intervention were reported, and an identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device and a visual inspection revealed that the neuro tip was bent. Therefore, the reported condition was confirmed. It was determined this was due to mis-use. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).